Manufacturer narrative:
A steris service technician arrived onsite and spoke with user facility personnel who informed him that some of the clips that attach the table pads to the surgical table were not properly locked resulting in the reported event. The reported event is attributed to user error as user facility personnel should have ensured that the table pad clips were properly locked and secured prior to the start of the patient procedure. A steris account manager counseled user facility personnel regarding the proper use and operation of the 5085 surgical table, specifically ensuring table pad's clips are properly locked when replaced. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure with their 5085 surgical table tilted laterally, the table pads shifted causing the patient to slide from their table onto the floor. User facility personnel picked up the patient and repositioned the patient back onto the table. The procedure was completed successfully. The patient reported shoulder pain as a result of the reported event; no medical treatment was sought or administered.